Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the "system error 105" caused by a failed motor (flex). The failed motor assembly, bearings, and gears were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming "system error 322". It was also reported that there was no pt incident.